Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high defibrillation impedance on the right ventricular (rv) lead was noted. The lead was replaced, but it is unclear if it was explanted or capped. The patient was stable with no adverse consequences. Additional information regarding the revision procedure was requested but is not available.